Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Data was provided for evaluation. The reported event loss of connection was not confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter, receiver and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.